Event description:
There was a 5 minute delay noted to get a new scope to complete the procedure. The 5 minute procedural delay is not considered life-threatening, nor did it lead to a permanent impairment in the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image sensor unit was broken by fluid invasion on the subject device, which caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the housing had broken front panel; bending section cover or distal sheath rubber had a leak; bending section cover or distal sheath rubber had issues with the adhesive; distal end plastic cover detached; bending section cover or distal sheath rubber had a hole/cut; bending section cover or distal sheath rubber glue had a peel; forceps passage had a channel leak; image had intermit flicker image; and bending section shrink tube was cut. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had no image. The issue occurred during procedure. There were no reports of patient harm.